Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the back end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Functional testing was performed, and the instrument failed the intuitive motion test. Imprecise motion was observed in the pitch direction. The complaint regarding instrument not articulating well was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that the prograsp forceps instrument was not articulating well. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.